Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2004: (B)(6) hospital. (B)(6) pa-c; (B)(6) md. Emergency room visit. Abdominal pain. Impression: umbilical hernia ¿ reducible. Thrombocytopenia. Plan: abdominal binder. Disposition: home. (B)(6) 2004: (B)(6) md. Office notes. 57 male who had ventral hernia repaired in 1999. The hernia slowly recurred over the years, was working in the jackhammer last week and noted afterward that the hernia has suddenly enlarged and become more symptomatic. The original surgery did not use mesh. Tobacco use: never. Weight 230 pounds. Exam: abdomen soft, nontender, no masses, bowel sounds normal. Abdominal wall hernia. Impression: large ventral recurrent hernia/plan open repair with goretex patch, return to clinic postop. Risks explained. (B)(6) 2004: (B)(6). [Signature illegible]. History and physical. 57 y/o male with large ventral hernia for open repair of ventral hernia with goretex patch. Risks [illegible], procedure explained to patient. Surgical history of umbilical hernia repair 1999. Exam: abdomen large ventral hernia. Impression: large ventral hernia. Plan: open ventral hernia repair with gortex patch. (B)(6) 2004: (B)(6). [Signature illegible]. Anesthesia record. Weight 238.5 lbs. Asa 1. Implant procedure #1: open repair of complex ventral hernia with gore-tex patch placement. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/(B)(6), 19 x 15] implant date: (B)(6) 2004 (same day surgery) (B)(6) 2004: (B)(6) md. Operative report. Preoperative diagnosis: complex ventral hernia. Postoperative diagnosis: complex ventral hernia. Assistant: (B)(6) md. Anesthesia: general endotracheal. Text note: ¿the patient is a 57-year-old gentleman who underwent a previous ventral hernia repair in 1999. He now comes in with a complex ventral hernia involving his midline abdominal incision. After obtaining consent, he was prepped and draped in usual sterile fashion. An elliptical incision was created on the abdominal skin that included the umbilicus and the ventral hernia skin defect that overlaid the large hernia sac. Dissection was carried down through the skin and subcutaneous tissues. The hernia sac was dissected free from the subcutaneous tissues down to the level of the fascia circumferentially. The sac was then opened and the sac was excised, flush with the fascial edge. There were complex openings involving several different defects within the abdominal wall. All these were connected to create one single defect. The omentum was placed over the large intestine after the intestine was inspected and found to be without injury. A 19 x 15 piece of gore-tex duo mesh was soaked in antibiotic saline solution and then placed within the peritoneal cavity, brown side towards the viscera. The mesh was then attached to the fascia circumferentially using interrupted horizontal mattress sutures of 0 gore-tex. Once the mesh was in place, the facial edges were reapproximated with interrupted 0 vicryl. Subcutaneous tissues were irrigated. A #10 jackson-pratt drain was brought through a separate stab incision, placed in the base of the subcutaneous tissue. The subcutaneous tissues were then closed with 2-0 vicryl and the skin was closed with skin staples. Sterile dressings were applied. There were no complications. Final needle, sponge, and instrument counts were correct.¿ (B)(6) 2004: (B)(6). Implant sticker. Dualmesh plus antimicrobial. Lot: 03125712. Item: 1dlmcp04. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/ 03125712) was implanted during the procedure. Relevant medical information: (B)(6) 04 [assigned]: (B)(6) md. Discharge instructions ¿ short stay form. Activity: rest today ¿ limited activity. Tomorrow you may increase your activity as tolerated. Keep dressing dry and intact, with binder in place. Empty jp drain as instructed as needed. (B)(6) 2005: (B)(6) do. History and physical. Extensive rash over groin region and throughout. Exam: abdomen soft. He does have evidence of a ventral hernia. Impression: severe cellulitis of the thigh and inguinal area, and possibly fasciitis. (B)(6) 2005: (B)(6) md. Radiology-CT abdomen/pelvis. Indication: abdominal pain in groin, cellulitis/fasciitis. There is evidence of anterior abdominal mesh hernia repair with some overlying soft tissue density in the tissues probably inflammatory or post surgical in nature. Impression: technically limited examination due to bolus timing. Examination not optimal for evaluation of hepatic masses. I suspect that there is a 4 cm mass in the dome of the right lobe of the liver and further evaluation with MRI is recommended. There is evidence of underlying hepatocellular disease with splenomegaly and ascites as well as lobulation of the liver and forshortening of the left lobe of the liver. Prior anterior abdominal wall hernia repair with some overlying post surgical or inflammatory changes. (B)(6) 2007: (B)(6) md. Discharge summary. Admitted: (B)(6) 2007. Discharge diagnosis: end-stage liver disease, secondary to hepatitis c virus. Orthotopic liver transplant on (B)(6) 2007. Clostridium difficile colitis. (B)(6) 2007: (B)(6) md. Radiology-abdomen ap. Indication: nasogastric tube placement. Impression: nasogastric tube not seen on the current study. Findings are consistent with a partial bowel obstruction. (B)(6) 2007: (B)(6) crma. Anesthesiology record. Weight 192 lb. Medications: prednisone. Asa 3. (B)(6) 2007: (B)(6) md. Operative report. Preoperative diagnosis: incarcerated right inguinal hernia. Anterior abdominal fluid collection. Healing surgical wound from orthotopic liver transplant. Postoperative diagnosis: indirect right inguinal hernia. Procedure: right inguinal hernia repair with bard mesh plugs. Drainage of anterior abdominal wall fluid collection. Wound vac change. Anesthesia: general endotracheal. Estimated blood loss: minimal. Complication: none. Specimen: hernia sac sent to pathology. Indication: mr. (B)(6) is a 59-year-old gentleman who underwent orthotopic liver transplantation on (B)(6) 2007. This was complicated by both bleeding requiring take back for washout and a bile leak requiring conversion of the choledochocholedochostomy to a choledochojejunostomy (roux-en-y). The patient has a longstanding history of right inguinal hernia. Over the last 24 hours, he reports incarceration and increasing pain. Procedure in detail: ¿after informed consent was obtained, the patient was brought to the operating room and placed supine operating table. After adequate general endotracheal anesthesia was established, the patient¿s abdomen was prepped and draped in the standard surgical fashion. Surgical time-out was then completed. Upon induction of anesthesia and relaxation, the patient¿s inguinal hernia spontaneously reduced. An approximately 8 cm transverse incision was made approximately 2 fingerbreadths above the inguinal ligament. This was carried down through skin and subcutaneous tissue down to the level of aponeurosis of the external oblique. This was opened sharply down to the level of the external inguinal ring. Immediately evident was a large hernia sac filled with fluid. This hernia sac was dissected free from the cord structures down to the level of the internal inguinal ring. It was opened, and no bowel or bladder contents were identified. Some ascitic fluid was evacuated. The hernia sac was then ligated and transected and reduced into the peritoneal cavity. Medium mesh plug was then placed into the defect and sewn into place. To reduce the risk for infection, the internal inguinal ring was the recreated in a primary fashion using interrupted prolene sutures. This also reinforced the inguinal floor which, although had no defects, was of moderate strength. Surgical site was then irrigated with copious amounts of sterile saline. The aponeurosis of the external oblique was closed using prolene suture in a running fashion. The scarpa¿s fascia was closed using interrupted vicryl sutures in an interrupted fashion. Skin was closed using 4-0 monocryl in a subcuticular fashion. The skin was cleaned and dried. Steri-strips and sterile dressings were applied. A large bore needle was then used to access the anterior abdominal wall fluid collection. Approximately 50-100 ml of ascitic fluid was then drained. Pressure dressing was applied to reduce the risk of recurrence. Attention was then turned to the patient¿s bilateral subcostal incision from his liver transplantation. The wound vac was removed and replaced in a standard fashion. The patient tolerated these procedures well without complication. He was extubated in the operating room and transferred to the pacu in stable condition. Sponge, needle, and instrument counts correct.¿ (B)(6) 2007: (B)(6). Implant record. Mesh, marlex plug. (B)(6) 2007: (B)(6) md. Pathology. Clinical history: inguinal hernia, right incarcerated. Gross examination: a) ¿right cord lipoma¿, received fresh and placed in formalin is a 2.3 x 1.5 x 0.5 cm fragment of friable, red-tan tissue. The entire specimen is submitted block a1.b. ¿hernia sac from right groin area¿, received fresh and placed in formalinis a 6 x 1.5 x 1 elongated fragment of red-tan fibrofatty tissue. The serosal surface does not contain any adhesions, nodules, nor are there any visible tubular structures present in remainder of the specimen. Representative sections are submitted in block b1. Diagnosis: a) ¿right cord lipoma¿ (hernia repair): mature adipose tissue consistent with ¿lipoma¿; no evidence of malignancy. B) ¿hernia sac from right groin area¿ (hernia repair): hernia sac; changes consistent with incarceration. (B)(6) 2007: (B)(6) md. Discharge summary. Admitted: (B)(6) 2007. Diagnosis: status post orthotopic liver transplant with incarcerated right inguinal hernia. Hospital course: taken to the operating room where an indirect right inguinal hernia was found with no evidence of bowel ischemia. Also had a ventral loculated fluid collection. Underwent a right inguinal herniorrhaphy with mesh and drainage of the ventral loculated fluid as well as a sound vac change. Postoperatively, was admitted to the transplant surgery service where the nasogastric tube was removed and the patient was started on a clear liquid diet. Foley catheter was removed at midnight. By the morning od postop day #1, was tolerating a regular diet, ambulating without difficulty and passing gas. Was felt to be ready for discharge by the afternoon of (B)(6) 2007. Discharge activity was light with no lifting, pushing or pulling greater than 5 pounds. (B)(6) 2010: (B)(6) hospital. (B)(6) md. History and physical. Underwent liver transplantation for cirrhosis secondary to hepatitis c virus and hepatocellular carcinoma in (B)(6) 2007. His recurrent hepatitis c in the transplanted liver has been followed up and he has shown stage ii fibrosis by liver biopsy in (B)(6) 2007. Had biliary duct problems which required a roux-en-y hepaticojejunostomy and he underwent repair of right inguinal hernia which was complicated with incarceration in (B)(6) 2007. Now presents with new onset upper abdominal pain for the past 3 weeks approximately an inch and a half above the umbilicus which began while doing some painting work in his house. He notices swelling in this region which reduced lying down. Pain has increased in frequency and intensity over the past 2-3 weeks. Medications: prograf, aspirin. Weight 103.9 kg, bmi 30.7. Exam: abdomen soft non-tender, bowel sounds positive. Plan: laparoscopic repair of ventral hernia, midline for unspecified ventral hernia with obstruction. Implant procedure #2: laparoscopy with extensive adhesiolysis for 45 minutes. Repair of recurrent ventral hernia with implantation of 15-19 cm dualmesh plus. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/7154228, 1mm 15 x 19 cm]. Implant date: (B)(6) 2010 (hospitalization [ni]). (B)(6) 2010: (B)(6) md. Operative report. Preoperative diagnosis: status post liver transplant with recurrent ventral hernia. Postoperative diagnosis: status post liver transplant with recurrent ventral hernia. Assistant surgeon: (B)(6) md. Indications for procedure: mr. (B)(6) is a 63-year-old male who had undergone a liver transplant 4 years prior. He had previously undergone an umbilical hernia repair, which had recurred and this was operated upon two-and-half years ago with the implantation of gore-tex mesh. There was recurrence of the ventral hernia with symptoms. The patient had increasing pain at the herniation site that partially reducible contents. Over the past 2 months he was evaluated and consented to have the laparoscopic, possible open, repair of the hernia procedure. Details of the procedure including complications such as recurrence of hernia, bowel injury, etcetera, were explained to the patient. Details of operation: ¿after confirming consent, the patient was returned to the operating room. He was laid supine on the operating table. Endotracheal intubation was performed and general anesthesia was induced. Appropriate lines and monitoring devices were placed by the anesthetist. The abdomen was prepared with chlorhexidine. Sterile drapes were used on the operating field. Foley catheter was inserted before preparation. An open trocar incision into the abdomen was made by making a 1-cm long incision in the right lower abdomen. This was deepened onto the peritoneum. Peritoneal cavity was entered. A hasson trocar was inserted. Pneumoperitoneum was induced. Laparoscopic findings included extensive omental and bowel adhesions to the undersurface of the anterior abdominal wall at the site of the hernia. Three of the 5-mm ports were inserted, 2 in the right, 2 in the left flank upper and lower quadrants respectively and 1 in the right upper quadrant in the flank area. These were inserted under vision with no injury to any structures. Using diathermy and blunt dissection, the omental adhesions were carefully separated out. Care was taken not to injure any of the bowel loops. The adhesiolysis went on for approximately 45 minutes. Once the adhesiolysis was completed, the recurrent hernia site was easily visualized. Omental contents were delivered out. Hemostasis was achieved. The hernia was marked in the anterior abdominal wall and attention was taken to place mesh to mark at least 1.5 inches beyond the hernia defect site. Dualmesh 15-19 cm was taken. This was a gore product. Catalog number was 1d11cp04, batch code 7154228. This was a 15-19 cm dualmesh plus mesh. Four tacking sutures were placed in the four corners of the mesh. This was then rolled and introduced into the abdomen through the 10-mm port. The mesh was unraveled in the abdomen and using the endoclose needle, the sutures were pulled through the abdominal wall and anchored by tying the sutures down on the fascia. Once this was done, the margins of the mesh in between the tacking sutures were anchored to the anterior abdominal wall using tacking device. Once this was completed, the mesh was completely tacked in place and it extended approximately 1.5 inches beyond the hernial defect in all directions. There was no point of bleeding at this site. Hemostasis was checked and confirmed. No bowel injury was seen. The 12-mm port site in the right lower abdomen was closed using endoclose device with #1 tycron sutures. Pneumoperitoneum was deflated after removing all the trocars under vision. The skin sites were all closed with subcuticular 4-0 maxon sutures. Indermil and steri-strips were applied over the incision sites. The patient tolerated the procedure well, was extubated and transferred to the recovery room in stable state. Prior to closure of the incisions, needle, lap and instrument counts was performed twice and was found to be correct. The foley catheter was removed at the end of the procedure.¿ (B)(6) 2010: (B)(6). Implant record. Material name: mesh, bio dualmesh+ oval 1mm 15 x 19 cm 1dlmcp04. Manufacturer: wl gore & associates inc. Lot#: 7154228. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/ 7154228) was implanted during the procedure. Relevant medical information: (B)(6) 2011: (B)(6) md. Radiology-CT abdomen/pelvis with contrast. Indication: possible incisional hernia. Findings: anterior abdominal wall hernia mesh is identified without evidence for recurrent hernia. There is soft tissue attenuation anterior to the ventral mesh repair which is likely post surgical in nature. There is a small fat containing 1 cm ventral hernia approximately 3 cm superior to the hernia graft material, unchanged. The bowel is normal caliber without evidence for obstruction. Impression: persistent small approximately 1 cm, ventral fat containing hernia superior to mesh repair. No evidence for hernia recurrence at level of mesh repair. (B)(6) 2011: (B)(6) hospital. (B)(6) md. History and physical. Symptomatic recurrent ventral hernia who presents for preoperative evaluation. Medications: prograf, aspirin. Weight 95.8 kg, bmi 28.3. Exam: abdomen soft non-tender. Impression/plan: repair of ventral hernia for unspecified ventral hernia without mention of obstruction or gangrene. Explant procedure #1 and implant procedure #3: exploratory laparotomy, excision of old mesh and extensive adhesiolysis for 1 hour. Ventral hernia repair with dual mesh inlay. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/(B)(6), 18 cm]. Explant/implant date: (B)(6) 2011 (hospitalization (B)(6) 2011) ¿ (B)(6) 2011: (B)(6) md. Operative report. Preoperative diagnosis: status post liver transplant with recurrent ventral hernia. Postoperative diagnosis: status post liver transplant with recurrent ventral hernia. Indications for procedure: mr. (B)(6) is a 64-year-old gentleman who had previously undergone a liver transplant in 2007 for hepatitis c cirrhosis with hepatoma. He undergone 3 ventral hernia repairs in 1995, 2004 and (B)(6) 2010. He developed recurrence of the hernia in the upper part of the midline incision and this was symptomatic with increasing pain over the past few months, hence a decision was made to do an open repair with a large mesh implant. Description of operation: ¿after confirming consent, the patient was returned to the operating room. He was laid supine on the operating table. Endotracheal intubation was performed and general anesthesia was induced. Appropriate lines and monitoring devices were placed by the anesthetist. The abdomen was prepared with chlorhexidine, sterile drapes were used on the operative field. A midline incision over the preexisting scar and the palpable hernia was made. The incision was deepened down through the skin and subcutaneous fat. Hernial sac was identified. The peritoneal cavity was entered with difficulty due to adhesions. Adhesiolysis of underlying bowel loops and omentum took approximately 1 hour. Adhesiolysis lasted for about an hour. After the adhesiolysis was completed, the previously placed mesh was identified. The upper part of the mesh had folded on itself and found a scarred mass at the inferior part of the incision. This was carefully excised completely. Attention was turned next to identifying the rectus fascia on both side of the incision. Dissection was obtained between the subcutaneous fat and the anterior rectus sheath. This plane was identified and dissected all around. These incisions were made in the anterior rectus sheath approximately an inch from the medial rectus order. Once this was done the entire abdominal examination was completed and an 18 cm dual mesh was then taken. This was implanted so that it extended approximately 5 cm beyond the midline incision in all directions. It was clearly adhesed 3 to 4 cm beyond the defect. This was anchored to the peritoneum and posterior rectus intra-abdominally using continuous #1 prolene suture. A few incisions were made to look for drainage of fluid into the abdomen from the subcutaneous closure. Once this was done, prior to completion of this, a needle, lap and instrument count was performed which was found to be correct. The midline attenuated fascia was then approximated using #1 continuous prolene. The margins of the rectus sheath which had been incised were the approximated across the previous closure using continuous #1 prolene. Perfect hemostasis was achieved. Wound was enlarged with betadine solution and washed out with saline. A 19-french jp drains were then placed in the subcutaneous space on either side. Needle and instrument count was performed which was found to be correct. Subcutaneous fat was approximated using 1-0 maxon suture. Skin was approximated with staples. The patient tolerated the procedure well, was extubated and transferred to the recovery room in stable condition.¿ intraoperative blood loss was approximately 150 ml. (B)(6) 2011: (B)(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: (B)(6). W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/ (B)(6)) was implanted during the procedure. Relevant medical information: (B)(6) 2011: (B)(6) md. Discharge summary. Admitted: (B)(6) 2011. Admission diagnosis: recurrent incisional hernia. Underwent successful ventral hernia repair with dual mesh inlay. After the procedure, was transferred to the step-down unit in stable condition. The following day, foley was removed. Diet was advanced from a full liquid diet to a regular diet. Intravenous fluids were stopped. His prograf levels were optimized. Additionally, his patient controlled analgesia was removed and he was placed on oral pain medications. Of note, did refer some mild nausea, however, did tolerate his regular diet without difficulty. Continued to ambulate without difficulty. Pain was well-controlled with his oral pain medications. His jp drains were ultimately kept in. Discharged home in stable condition. Was instructed to resume light to moderate activity. Instructed not to lift any weight over 5 pounds. (B)(6) 2012: (B)(6) md. History and physical. Has had a chronic discharging sinus in relation to this incision site since (B)(6) 2011. Medications: prograf, aspirin. Weight 88.5 kg, bmi 25.3. Impression: repair of wound for wound status post ventral hernia repair. Asa: 3. Explant procedure #2: exploration of wound with excision of implanted mesh. Wide debridement of the abscess cavity. Explant date: (B)(6) 2012 (hospitalization (B)(6) 2012). (B)(6) 2012: (B)(6) md. Operative report. Preoperative diagnosis: status post mesh repair of ventral hernia with chronic infected sinus. Postoperative diagnosis: status post mesh repair of ventral hernia with chronic nonhealing sinus. Indications for procedure: mr. (B)(6) is a 64-year-old gentleman who had previously undergone liver transplant for hepatitis c in 2007. He had recurrent ventral hernia which was repaired by implantation of dual mesh in (B)(6) 2011. Six weeks following the operation he developed a sinus in his abdominal incision site. This has remained nonhealing and has had some purulent discharge over the last few weeks. In view of this, a decision had been made to explore the wound and possibility of mesh excision had been explained. Description of operation: ¿after confirming consent, the patient was returned to the operating room. He was laid supine on the operating table. Endotracheal intubation was performed and general anesthesia was induced. Appropriate lines and monitoring devices were placed by the anesthetist. The abdomen was prepared with chlorhexidine. Sterile drapes were used on the operative field. The sinus was then probed with excision of the hypertrophic granulation tissue. Prolene suture was identified. This was pulled. On pulling this, we noticed there was white dual mesh that began to be seen through the incision. Traction on this led to a larger piece of mesh being easily protruding through the incision site. Hence, a decision was made to extend the incision. This was extended to approximately 9 to 10 cm in size. This was deepened through the fascia and the scar tissue in the wound. The mesh was identified and was lying in an abscess cavity approximately 8 cm long and 6 cm wide. The mesh was removed by detaching prolene sutures. After removal of the mesh chronic granulation tissue from the bed was removed. This was sent to pathology for microbiology for culture and sensitivity. Thorough lavage of the biopsy cavity was performed. There was strong fascia beneath this with no evidence of herniation. The peritoneal cavity was not entered at any point. The cavity was then packed with gauze soaked in betadine and sterile dressing was applied over this.¿ addendum: needle, lap and instrument count had been performed twice and was found to be correct prior to packing of the wound. Relevant medical information: (B)(6) 2012: (B)(6) md. Discharge summary. Admitted: (B)(6) 2012. Was admitted to the transplant team after surgery for monitoring, pain control and stabilization. On postop day 1, intravenous fluid was discontinued. A wound vac was ordered to help assist closing the wound. The patient was afebrile, ambulating, tolerating oral diet and pain medications. On postop day 2, the patient was discharged to home with wound vac. Activities moderate. No lifting over 5 lbs. ¿ (B)(6) 2013: (B)(6) md. History and physical. Has had 2 ventral hernia repair, last hernia repair was done (B)(6) 2011. This was done with gore-tex mesh implant, however, unfortunately he developed a discharging sinus with chronic infection of the mesh. The mesh was finally removed on (B)(6) 2012. Presents to preop scheduling today for evaluation. Medications: prograf, aspirin. History of draining sinus ventral hernia repair site ¿ in (B)(6) 2012 underwent excision of the implanted mesh (developed infection with methicillin susceptible staph aureus) and wide debridement of the abscess cavity ¿ had a wound vac for 2-3 months and then required packing. The wound has been healed for the past 3 months. Weight 95.5 kg, bmi 28.5. Exam: abdomen mild tenderness, large midline ventral hernia, reducible when in supine position. Wearing abdominal binder. Asa: 3. ¿ (B)(6) 2013: (B)(6) md. Operative report. Preoperative diagnosis: hepatitis c cirrhosis, status post liver transplant, with recurrent ventral hernia. Postoperative diagnosis: status post orthotopic liver transplant for hepatitis c cirrhosis with recurrent ventral hernia. Name of operation: extensive adhesiolysis for 45 minutes. Tru-cut needle biopsy of liver. Indication for procedure: mr. (B)(6) is a 65-year-old gentleman who underwent a liver transplant for hepatitis c cirrhosis. He had developed a ventral hernia subsequently, which repair was attempted on 2 occasions. The last occasion a mesh had been placed but, unfortunately, this was infected and mesh had to be extracted 3 months later. The hernia recurred and therefore repair was planned in consultation with dr. (B)(6). The plan was to have dr. (B)(6) do the repair. I was involved in the part of the surgery for adhesiolysis and liver biopsy. The repair of the ventral hernia will be dictated by dr. (B)(6) in a separate note. Description of operation: ¿after confirming consent, the patient was returned to the operating room. He was lain supine on the operating table, endotracheal intubation was performed and general anesthesia was induced. Appropriate lines and monitoring devices were placed by the anesthetist. The abdomen was prepared with chlorhexidine. Sterile drapes were used around the operative field. Incision was made around the pre-existing midline scar, which had healed with secondary intention. The scar was excised. The peritoneal cavity was entered. There were extensive adhesions of omentum around the margins of the incision. Adhesiolysis was done for approximately 45 minutes. This involved the lysing of adhesions and separating the bowel loops. Dense adhesions were noted in the upper part of the incision extending up to the liver. Adhesiolysis of omentum and colon was performed to achieve exposure of the transplanted liver. The transplanted liver, which was visible on the inferior surface, appeared to be smooth and shiny without any nodularity. At this point, a tru-cut needle biopsy of the liver was performed using a tru-cut needle. Two passes of the liver were made and adequate tissue was obtained. The puncture sites were cauterized and hemostasis was obtained. Once adhesiolysis and needle biopsy of the lover were completed, we scrubbed out of the procedure. Dr. (B)(6)along with his assistant, dr. (B)(6), completed the procedure with repair of the ventral hernia. Procedure performed was ventral hernia repair with strattice mesh placement. Closure of the abdomen, etc., was performed by the plastic surgery team.¿ (B)(6) 2013: (B)(6). Implant record. Strattice firm. (B)(6) 2013: (B)(6). (B)(6) md. Discharge summary. Admitted: (B)(6) 2013. Had a ventral hernia repair with strattice implant underlay. Tolerate the procedure well. No complications. Had 2 jp drains in the subcutaneous abdominal trunk. Was extubated, abdominal binder in place prior to extubation and transferred to the pacu in a stable condition. Postoperatively, there were no complications. Post op course was not significant. Foley was dc¿s and he voided easily. Sent home on regular diet and light activities. (B)(6) 2015: (B)(6). (B)(6) md. Radiology-CT abdomen/pelvis with contrast. Indication: abdominal pain, left lower quadrant. Findings: the stomach is decompressed. There are multiple focally distended loops of bowel within the left abdomen but the distal aspect of those bowel loops entering a small paraumbilical hernia which contains a small amount of fluid with decompressed bowel distally representing a focal point of obstruction. The small bowel wall within the loop enhances but is thickened. The remainder the bowel is decompressed. There is a focally dilated loop of small bowel within the right lower quadrant measuring 4.6 cm which likely represents a patulous loop of bowel secondary to surgery. Small fat containing right femoral hernia with a right inguinal plug from hernia repair. Impression: there is a small left periumbilical hernia which causes an upstream small bowel obstruction. Small loop of bowel configured within the hernia has a closed loop configuration and has large volume adjacent fluid.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2004, (B)(6) 2010, and (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011 and (B)(6) 2012, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of gore mesh due to upper part of mesh had folded on itself and formed a scarred mass, second gore mesh removed due to infection, chronic nonhealing sinus, debridement of abscess, multiple recurrent hernias requiring repair with new meshes. Additional event specific information was not provided.